Event description:
Healthcare professional reported right side deflation and exchange from textured to smooth implants due to the patient's concern with the product. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: no openings observed, related to the report event. Anxiety-product/procedure: unable to confirm, as it is a medical event. Not related to the device. Additional observations: yellow particles observed, on the surface of the shell. Crease flat observed, on the surface of the shell. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, right side deflation. And exchange from textured to smooth implants, due to the patient's concern with the product. The device has been explanted.